Event description:
It was reported that during a da vinci-assisted radical cystectomy surgical procedure, the maryland bipolar forceps instrument had a poor grip. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) has made a follow-up attempt to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting poor grip, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed, and failure analysis investigations did not replicate nor confirm the customer reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument was fully functional. The maryland bipolar forceps instrument was also found to have thermal damage on the yaw pulley. The conductor wires were not damaged. The instrument passed an electrical continuity test. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a monopolar instrument. Fields g5 and g7 are not applicable.